Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation and since the reported malfunction was not confirmed a probable root cause could not be identified. However, the following reportable malfunction was identified during the device evaluation: foreign materiel at the distal; end light guide lens. The likely cause of the foreign material that remained at the light guide lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error message e217 occurred when connecting the equipment to the processor. There were no reports of patient harm.